Manufacturer narrative:
Concomitant medical products: product ID 8596sc lot# serial# (B)(4) implanted: (B)(6) 2020 explanted: product type catheter. Product ID 8598a lot# serial# (B)(4) implanted: (B)(6) 2020 explanted: product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 24-sep-2022, UDI#: (B)(4) ; product ID: 8598a, serial/lot #: (B)(4), ubd: 09-jul-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving fentanyl 2000 mcg for a total dose of 500.05426 mcg/day, bupivacaine 8.4 mg for a total dose of 2.10023 mg/day, and morphine 6.8 mg for a total dose of 1.70018 mg/day via an implantable pump. It was reported on (B)(6) 2021 a reservoir volume discrepancy was noted where they withdrew 20mls and expected 3 mls. A catheter dye study (cds) was performed and failed. It was noted they were unable to aspirate the catheter. Oxycodone was administered on (B)(6) 2021. The outcome of the event was noted as ongoing. The device diagnosis was pump reservoir volume discrepancy. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2021. No further complications were reported/anticipated.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the entire system was explanted/replaced on (B)(6) 2021. The outcome of the event resolved without sequelae on (B)(6) 2021. No further complications were reported/anticipated.

Manufacturer narrative:
Continuation of d10: product ID 8596sc lot# serial# (B)(6) , implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type catheter pr oduct ID 8598a lot# serial# (B)(6) implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.